Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patients log files were sent for review. The event log file contained data from (B)(6)2025 16:16 to (B)(6)2025 16:31. The event log captured ¿backup battery not installed¿ on (B)(6)2025 at 16:31. The log captured ¿reset controller¿ which indicated loss of all power to the controller. Controller clock corrupt and pump event were captured. Otherwise, there were no other notable alarm conditions or parameter changes. Based on the data visible the mcs equipment was operating as intended electronically and mechanically. Further review of the log files indicated that the controller (B)(6) was connected to pump (B)(6) until (B)(6)2025.

Event description:
No controller exchange occurred. Support was not ongoing because the patient passed away. The patients controller was connected to a demo pump (B)(6) to download data.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number (B)(6) was evaluated following the reported event of a controller reset. Review of the log files revealed on (B)(6) 2025, the backup battery was uninstalled at 16:31:44 and the white power cable was disconnected from external power at 16:31:46. The next recorded event captured the controller powering on and the controller clock being reset to a default timestamp, consistent with all external power being previously removed from the controller. In addition, the controller was connected to a different left ventricular assist device (lvad). The heartmate 3 system controller was not returned for analysis. No issues could be correlated to the system controller. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 IFU with heartmate touch section 7 ¿ ¿alarms and troubleshooting¿ and abbott heartmate 3 left ventricular assist system (lvas) patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. The heartmate 3 patient handbook, section 2 ¿ ¿how your heart pump works¿, and heartmate 3 IFU, section 2 ¿ ¿system operations¿, instruct users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller reset and the backup battery being uninstalled was confirmed via log file analysis. Review of the log files revealed on (B)(6) 2025, the backup battery was uninstalled at 16:31:44 and the white power cable was disconnected from external power at 16:31:46. The next recorded event captured the controller powering on and the controller clock being reset to a default timestamp, consistent with all external power being previously removed from the controller. In addition, the controller was connected to a different left ventricular assist device (lvad), consistent with the controller being exchanged. The heartmate 3 system controller (serial number (B)(6) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the reason for the exchange; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 IFU with heartmate touch section 7 ¿ ¿alarms and troubleshooting¿ and abbott heartmate 3 left ventricular assist system (lvas) patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. The heartmate 3 patient handbook, section 2 ¿ ¿how your heart pump works¿, and heartmate 3 IFU, section 2 ¿ ¿system operations¿, instruct users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.